Event description:
The patient underwent full revision surgery due to high impedance. The explant facility is known not to return any explants. No additional relevant information has been received to date.